Manufacturer narrative:
The customer complained that the driveshaft was locked and could not be rotated in the autopulse platform sn (B)(6) was confirmed during the visual inspection. The driveshaft was sticky and hard to rotate but not locked up. The root cause of the reported complaint was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The archive data review indicated several user advisory (ua) 45 (not at "home" position after power-on/restart) messages around the reported event date. The (ua) 45 message is related to the customer-reported complaint because the autopulse platform triggers ua45 when the driveshaft is not in its home position. However, in this case, the ua45 error was cleared by the customer and was not reproduced during the functional testing performed at zoll. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing without any fault or error. Following service, the brake gap cleaning and inspection were performed, and verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for the autopulse platform with sn (B)(6).

Event description:
During shift check, the customer noticed that the driveshaft of the autopulse platform sn (B)(6) was locked and could not be rotated, not allowing to perform the compression with the lifeband. No patient involvement.